Event description:
It was reported to resmed that an astral device touchscreen did not function. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective touchscreen. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Evaluation revealed the device display was blank and touchscreen functional. Device was returned to customer unrepaired due to repairs were declined by the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device touchscreen did not function. There was no patient harm or serious injury reported as a result of this incident.